Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported blood glucose warning¿s and delivery anomalies. The customer had symptoms of difficulty breathing. The customer was unable to treat for the high blood glucose due to no back up plan. The customer¿s current blood glucose level was 600 mg/dl. The customer did not complete troubleshooting due to her daughter in law taking her to the emergency room. The customer will call us back with the details. The insulin pump will not be returned for analysis.